Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. During a call with baxter customer service, the following was reported. On an unreported date, the patient had trouble with the cycler and was unable to do pd for 2 nights. On (B)(6) 2012, the patient was diagnosed with and hospitalized for peritonitis. The cause of peritonitis was unknown. Treatment was not reported. On (B)(6) 2012, the patient was discharged.the patient recovered from the event.

Manufacturer narrative:
(B)(4). Further investigation has determined that this is a duplicate record. Additional activity and follow up information will be completed in MDR 1423500-2012-12667.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this event.